Event description:
The account alleges on the third day of product use, blood leakage occurred at the blood collection port, and it was found that the silicone at the blood collection port had come off and become loose. No reported injury.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. The device history record was reviewed, and no exception documents were found.